Event description:
A report was received that a patient's precision system was explanted due to infection. The patient's physician found the patient had an infection near one of the leads and made the decision to explant the entire system. Prior to the infection the patient was receiving food pain therapy.